Event description:
It was reported the patient's ((B)(6)) lead migrated. Surgical intervention was undertaken on (B)(6) 2013 to reposition the device. Follow-up on this matter revealed the patient's lead migrated again necessitating a second revision procedure. The subsequent surgery occurred on (B)(6) 2013, and the patient's lead was against repositioned and re-anchored. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.